Event description:
It was reported to boston scientific corporation in 2008 that a hydro thremablator (hta) unit was used in a therapeutic hydrothermal ablation procedure the previous month. According to the complainant, during an hta procedure, approximately 8 minutes into the procedure, there was a fluid loss alarm. The doctor paused the procedure and added a tenaculum stabilizer to ensure a good seal. The doctor continued with the case. Within seconds another fluid loss alarm occurred (rate unknown), and the doctor noticed that the raytec (sponge) was wet. [Reportedly,] the doctor inadvertently moved the sheath out after aborting the case not letting the saline cool down. The patient received a burn and was treated with silvadene cream. It was confirmed the patient received a 2nd degree burn on the edge of the cervix that has already soughed off. The doctor stated that the patient is fine and will not require any further follow up or treatment.

Manufacturer narrative:
Product analysis a functional evaluation of the device revealed that the unit passed the hta logic and wet test. The reported malfunction was not able to be duplicated. The most probable root cause for the burn is that the cervical seal was not tight enough. According to the dfu (directions for use) a good cervical seal must be achieved to avoid thermal injury. In addition, the dfu advises on not removing the sheath until the post-treatment cooling cycle has been completed. The service history was reviewed, no anomalies were noted.